Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/22/2026, the patient experienced a skin reaction with skin inflammation/swelling, pimples or bumps, pustules, infection, pus, blister and an abscess at the needle puncture site. Upon removing the sensor on (B)(6) 2026, the patient noticed red dot right in the needle puncture and applies some alcohol. By 01/29/2026 the patient noticed a bubble(blister) on the skin reaction, which was the size of a golf ball, called his doctor but he cannot physically see the patient and therefore advised him to visit urgent care. So, the patient went to urgent care, hcp cut the blister with scalpel and drained the abscess. The patient stayed in urgent care for a couple of hours and was discharged within the day. He was prescribed with sulfa antibiotics 500mg twice a day. He took the oral antibiotics but observed symptoms from taking the medication. The patient stated they felt so bad, with decreased in appetite, and nausea from the medication. This prompted an ER visit on (B)(6) 2026. His son drove him to ER around 8am or 9am. Due to the adverse reaction to oral antibiotics and ongoing infection, the ER administered IV antibiotics. He was given 2 different bags of IV antibiotic (unspecified). Around 6pm he got admitted and was provided a bag of magnesium and patient felt better. On (B)(6) 2026 at 2pm was discharged and doing fine since. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).